Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, the surgeon noticed stain on iols surface. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only video and two photos were returned. Returned photos and video show implanted intraocular lens (iol). There appears to be polychromatic sheen effect visible on the implanted iol. The root cause is deemed to be manufacturing related. The cause of sheen or film-like appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to rapidly disappear following implantation and should no longer be visible, or very little remaining, by the one-day postoperative visit. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process which is only visible under certain orientations and illumination settings. This quickly resolves once the iol is delivered and exposed to intraocular temperature over time. There are no adverse impacts or lasting effects on the iol or the patient, and no adverse events or clinical impact on vision have been reported associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).